Event description:
"Had b sq mastx's with reconstruction using surgitek gel implants. Fh + for premenopausal fatal breast ca in 2 maternal relatives - pt had fcd with multiple breast bx's. Pt noticed a gradual change in breasts bx ? 1983 but only when the implants appeared to be migrating did they undergo removal of 'exploded' implants - l was migrating toward axilla, r inferolaterally. Further surgitek gels were placed (no op report). Since then pt feels that breasts do not work like they should. Notes that the l breast is changing shape and is tender posteriorly and into axilla. Also c/o progressive systemic probs, including chronic fatigue, myalgias, arthralgias, ha's, visual probs, sob, etc. Otherwise healthy."